Manufacturer narrative:
The devices were not returned for analysis. Production record and complaint handling system reviews could not be conducted because the part and lot numbers were not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to circumstances of the procedure. The patient effects of unspecified infection and pseudoaneurysm are listed in the electronic proglide instructions for use (IFU) as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B3: date estimated d4: the UDI number is not known as the part and lot number were not provided. Attachment: article titled "24 h and 30 day outcome of perclose proglide suture mediated vascular closure device: an indian experience".

Event description:
It was reported via an article titled "24 h and 30 day outcome of perclose proglide suture mediated vascular closure device: an indian experience", that this was a closure of a common femoral artery using a proglide device on a diabetic perimenopausal woman. Reportedly, the patient developed access site methicillin-resistant staphylococcus aureus (mrsa) infection one week after the procedure in which the proglide was used to achieve hemostasis. The patient subsequently developed a pseudoaneurysm of the common femoral artery (cfa). This was managed surgically and with three weeks of parenteral antibiotic therapy. Details are listed in the article, titled "24 h and 30 day outcome of perclose proglide suture mediated vascular closure device: an indian experience". No additional information was provided.